Event description:
A company representative reported that a patient will be revised to address two yukon polyaxial screws that fractured approximately five months post-operatively. The patient reported experiencing pain. This report captures the first of two screws.